Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that on date notified the patient is in surgery to have lead revision, and that the lead was removed from the gpi and a new lead was placed in the stn. However, when the rep tested they lead they saw an out of regulation error message on the clinician programmer following testing of impedance. The implant is on at .7v with left impedance values from 1865-3548 ohms, and right values from 1187-2683. It was noted that at the beginning of the case the rep cleared out all the old settings because they were going to change the lead location, and there is nothing programmed into the device as of yet. The rep is going to go back into the or and retest the system/call back if further assistance is needed. Additional information received from the rep on sep-02 reported that there were no oor impedances, they were just getting an error message that said: "the delivered amplitude may be lower than the selected amplitude for one or more programs." The lead revision was taking place because it was in the gpi and not providing benefit to the patient, with both leads changed from the gpi to stn. Indication for implant is unknown.